Manufacturer narrative:
The company service rep was not able to reproduce the reported problem, and there was no info in the error logs related to a shutdown. As a precautionary measure, the ac/dc converter, the power switch, and the batteries were replaced. The unit was tested to factory spec. It was run for ten add'l days and no failures occurred. The system was then returned to the customer. A review of the service history of the device does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a pt, the unit shut down after approx 1.5 hours. The unit was removed from use. No pt injury was reported.